Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider(hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient's medical history and concomitant medications were unknown. It was reported by the hcp that it looked like there was an infection and they need more information on it. Follow-up is being conducted to obtain all information relevant to the event, such as drug information, pertinent medical history, any additional troubleshooting performed, actions/interventions, and cause of the event. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.